Event description:
It is reported that the patient's insulin pump is alarming a motor error. The patient's blood glucose level was 128mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the insulin pump and passed. The insulin pump had cracked reservoir tube lip.